Event description:
Information was received indicating that a smiths medical pump was inconveniencing the patient. The inconvenience was present at the time of drug refill and would not allow the infusion pump sensor to be raised. The aaa battery was reinstalled and the inconvenience caused the pump to cease all function. The issue was resolved by using the backup infusion pump. The pump was infusing treprostinil at a dose of 22 ng/kg/min at a rate of 0.026 ml/h. There was no patient injury and reported adverse events.